Manufacturer narrative:
On 03/09/2016 05:08 pm (gmt+1:00) added by (B)(6): the third party company technician evaluated the device and found a broken weld seam at the connection between the spring arm and the lighthead. The technician removed the broken spring arm from service, pending repair. Maquet supplied a replacement spring arm to the third party company, so they can perform the repair.

Event description:
On 03/09/2016 11:32 am (gmt-5:00) added by (B)(6): a third party company reported that the spring arm's surgical light was broken on the weld and hit the patient during surgery in the or #9. No injuries to patient nor staff were reported. (B)(4). On 03/09/2016 04:43 pm (gmt+1:00) added by (B)(6): a third party company reported that the spring arm's surgical light was broken on the weld and hurt the patient during a surgery in the or #9. No injuries to patient nor staff were reported. (B)(4)